Event description:
Event was reported to (B)(4) by an attorney. Legal complaint states that the pt suffered severe and incapacitating pain in her pelvic and vaginal regions, numerous complications of attributed to the products, including, but not limited to, severe pain, erosion, extrusion, bowel problems, dyspareunia, neuromuscular problems, vaginal scarring, organ perforation and a reoccurrence of the stress urinary incontinence and pelvic organ prolapsed treated by the products. No further info has been provided.